Event description:
The pt was implanted with a synchromed pump and catheter in 1996 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The pt underwent explantation of the pump in 2000 due to end of battery life. The pt underwent implantation of another synchromed pump on the same day.